Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no issue on returned meter and test strips. Returned meter is functioning properly;test strips did meet the performance testing. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels physically fine, denies the need for medical attention. The customer's expected blood results are 90-110mg/dl fasting. Verified test strips expire 06/29/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2016. Customer performed a back to back blood test 155mg/dl and 147mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns: with all of the meter memory results reviewed customer has the date properly on the meter however not the time.

Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Customer complains of high results. Customer states that feels physically fine, denies the need for medical attention. The customer's expected blood results are 90-110mg/dl fasting. Verified test strips expire 06/29/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2016. Customer performed a back to back blood test 155mg/dl and 147mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns: with all of the meter memory results reviewed. Customer has the date properly on the meter however not the time.